Event description:
It was reported that the insulin pump alarmed no delivery and motor error alarms. The blood glucose reading is 256 mg/dl. The motor error alarmed during prime process. The drive support cap is flush. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.